Event description:
(B) (4)

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) the device did not meet expected longevity. The premature battery depletion was the result of high internal battery resistance. No physical defects which might lead to high resistance were found during destructive analysis. The root cause could not be determined.